Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported thrombosis was due to operational context. The reported medication was a result of case specific circumstance as heparin was given to the patient. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted, but while crossing the septum, a large left atrial thrombus was observed on the pigtail wire that was in the left atrium. The physician decided to remove the sgc and discontinue the procedure. For treatment, medication was administered. There was no clinically significant delay in the procedure. No additional information was provided.